Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for normal follow up. Upon interrogation, the pulse generator exhibited multiple ams episodes. No intervention was performed. The patient remained asymptomatic.